Event description:
One of our trufit sites recently had a patient that had a re-operation to remove their trufit plugs due to continued pain. Unfortunately, the patient withdrew consent for the study prior to the re-op and the information we can obtain will be limited. The plugs were explanted about 9 months after implantation. We are not sure yet if the site feels this is related to the device or not, but I will let you know when they confirm. They had 2 11mm plugs with the following part/lot numbers:72200936, 50316435 & 72200936, 50351565

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div.; is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. No product is being returned for evaluation. (B)(4).